Event description:
It has been reported to philips that the system could not make exposure. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the procedure. The procedure was continued by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system log file found 24v signal was not active. Upon troubleshooting actions, fse identified that the wired footswitch cable was broken, and wires were exposed. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.